Manufacturer narrative:
Continuation of d10: product ID 37761. Serial# unknown: section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown: g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the connector portion of the ac power supply used to charge the recharger was damaged, making it unusable. It was communicated that the matter would be conveyed to the person in charge of each region and that appropriate action would be taken. The issue has not been resolved, and no patient harm was reported.